Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported patient "was stepping out of shower and noticed.. Implant was deflated - no traumatic injury". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported patient "was stepping out of shower and noticed.. Implant was deflated - no traumatic injury". Affected side is right. The device has been explanted and replaced.

Event description:
Healthcare professional reported patient "was stepping out of shower and noticed.. Implant was deflated no traumatic injury". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d4, d9, h4, h6.